Event description:
The patient was undergoing a medical procedure in the basilar artery using a benchmark delivery 6f 071 catheter (benchmark) and a non-penumbra microcatheter. During the procedure, while injecting contrast, the physician noticed that the benchmark had a leak under the strain relief. Therefore, the benchmark was removed. No information was provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.